Manufacturer narrative:
(B)(4). Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of itsconclusion via follow-up MDR.

Event description:
Peripherally inserted central catheter (PICC) line dressing being changed. No difficulty removing tegaderm or biopatch. Dressing not wet. After dressing removal, line started leaking about 1 inch above the insertion point and about 2 inches below the hub connector. PICC removed and had to be replaced so infant had another procedure.

Manufacturer narrative:
This report was subject of medwatch 1000060000-2018-8010. The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: this complaint could not be classified as no faulty sample was available. Therefore, no analysis was possible. We neither know how long the catheter had been in use nor which kind of disinfectants had been used. The catheter probably had been damaged during dressing change as it was not leaking before. There was no deviation with that batch when looking to the batch history records. There were three complaints for batch 7279842 and two for 7306612. This is the 5th complaint regarding a catheter leakage on code 4g07002037 within the last three years. As each catheter is flow and leak tested before packaging a manufacturing fault could be excluded. Corrective action: no corrective action is warranted as the root cause could not be confirmed. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Peripherally inserted central catheter (PICC) line dressing being changed. No difficulty removing tegaderm or biopatch. Dressing not wet. After dressing removal, line started leaking about 1 inch above the insertion point and about 2 inches below the hub connector. PICC removed and had to be replaced so infant had another procedure.